Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2018-01179 was submitted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the information center ix would reboot upon attempt to discharge a patient. This issue only occurred when the date was after (B)(6) 2018. No patient harm was reported.